Event description:
Discordant, falsely low calcium (ca) results were obtained on three patient samples on a dimension vista 500 instrument. The discordant results for patients (B)(6) were not reported to the physician(s), while the discordant result for patient (B)(6) was reported to the physician(s). The samples were repeated on an alternate dimension vista instrument and on the same instrument, both resulting higher than the initial results. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained discordant calcium results. A siemens customer service engineer (cse) specialist performed troubleshooting with the customer over the phone. The cse instructed the customer to auto align the sample and reagent probes, after which a quick check was run. The customer ran quality controls, which were within acceptable ranges. The customer then performed precision test in replicates of twenty, also within acceptable range. The cse visited the customer site for a follow-up. The cse ran service methods, which passed. The cse then cleaned the wash probes and replaced the dryer boot. The cse bleached and cleaned the drains and ran several samples in replicates of twenty each, which showed good precision. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.